Event description:
Customer reports that she obtained results of 201mg/dl, 71mg/dl, 98mg/dl and 112mg/dl within 5 minutes on the same device. No action taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.